Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was presented in the operating room for lead extraction due to externalized conductors. Increased hv lead impedance and lead fracture were noted. The lead was explanted and replaced.